Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer's blood glucose was over 500 mg/dl at the time of incident. The customer's blood glucose was 321 mg/dl at the time of call. The customer stated that he treated his high blood glucose with manual injections and with the insulin pump. The customer stated that he already changed the infusion set. The customer stated that the insulin did exit during manual prime and fill tubing. The customer stated that there were no issues with air bubbles, insulin and site, and settings. The customer performed high pressure test and received no delivery alarm. The customer stated that the insulin pump passed the high pressure test. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.